Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of a silicone stick down could not be confirmed by the investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
It was reported that an extensión set c/clave¿ con toma de aire opaca, generated a leak during patient use. The initial report stated that the extension set was prepared in the pharmacy as usual, and it was sent to the day hospital. A leakage was observed once it arrived at the day hospital. According to the facility, the probable cause of the leakage was that the silicone of the microclave sank inside. The set had returned to the pharmacy and was used to access the microclave a watertight syringe with spinning spiros. The handling has been correct. It was understood that the silicone, when activated, did not return to the original position to close the microclave. The sample is not available for evaluation, it was used with docetaxel medication. The product is contaminated, biohazardous, or contains a chemotherapeutic agent. The device was not reprocessed or re-sterilized prior to use. There was no delay in therapy, no adverse events, and no one was harmed as a result of this event. There was no exposure of personnel, and no one was harmed.